Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 338 mg/dl and 45 mg/dl; 278 mg/dl and 113 mg/dl. The comparisons were obtained one hour apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.